Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the left upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation within specified pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.